Event description:
It was reported to medtronic minimed that the customer experienced pump error 63. The customer reported hyperglycemia which did not require treatment. No troubleshooting was identified. The event involved product(s) mmt-1882. Customer reported receiving a pump error no further patient complications were reported. Mmt-1882 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. Pump history successfully downloaded using thump. No pump error 63 noted during testing. Pump error 63 variable line number 147 file number 2017 in the pump history download on 04/14/2024 19:55:41.000 due to moisture damage to the pcb1 and pcb2 board. Moisture damage noted to motor assembly per visual inspection. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, corroded motor home switch, and corroded battery tube. Pump passed functional testing. Confirmed cosmetic damage was noted. Unable to confirm alleged low bg's. Confirmed pump error 63 in the pump history download due to moisture damage to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.